Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# : (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-mar-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 409.3 mcg/day) via an implanted pump. It was reported that since (B)(6) 2020, the clinic had to gradually increase the patient's baclofen dosing .with each dose increase the patient continued to have extremity stiffness with no improvements. The patient had no withdrawal symptoms, just an increase in spasticity. At the last pump refill appointment, in (B)(6) 2020, the expected volume was 3 ml and 2.5 ml were removed from the pump. The patient noted they fell sometime around the end of (B)(6) 2019 and the beginning of (B)(6) 2020. The patient was getting into their wheelchair and the wheels were no locked, which caused the chair to move out from under them. The patient fell forward and landed on their right shoulder. On (B)(6) 2020 a catheter access port (cap) procedure was performed. The hcp could only aspirate a small amount of fluid and bubbles from the cap. The hcp tried aspirating the cap while the patient was laying on their back, laying on their left side, and sitting up. In each position the hcp could not aspirate the catheter. During this procedure x-ray was used to visualize the pump and catheter. At level l3-l4 the anchor was visualized and there was an obvious catheter kink at the bottom of the anchor. Using x-ray the hcp also followed the catheter to its tip and found it to be at superior t3 (previously documented as t5 at implant in 2012). The plan is to revise the catheter but surgery was not scheduled yet. It was noted the issue was no resolved at the time of the report.